Event description:
Dealer states the end user died in a mobile home fire, dealer states the end user was discovered near the door in his wheelchair. Dealer states the cause of the fire was structural damage and the news of the fire was in harborcountrynews.com and may 23, 2014 was the published date. Dealer states she's not aware if the end user was strapped in his chair. Dealer would not provide end users information due to (B)(4) laws.